Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during proctectomy procedure, the device stayed jammed on the tissue. It was impossible to close or open it. Opening button also stuck and there was trouble getting it out. The handle broke when pressing. The surgeon managed to remove the tissue and the problem solved by replacing the device. No patient consequence.